Event description:
5 cm from the tip of the stylet there is a kink. Note that the stylet was withdrawn enough when cutting the catheter. 7/15/2019: the alleged damage was noticed after the catheter was trimmed and the stylet was forwarded inside the catheter and came out at the trimmed end.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the 3cg stylet was confirmed, but the exact cause could not be determined from the returned sample. One 4fr single-lumen powerpicc solo was returned for investigation. The PICC had been cut near the 40 cm depth mark. The distal segment of the catheter tubing was not returned for investigation. The 3cg stylet remained within the catheter and the distal end of the distal end of the stylet extended beyond the cut end of the catheter. The proximal end of the polyimide tubing was positioned 1.5cm distal to the cut end of the catheter. The polyimide tubing had been kinked 5.3cm from the distal tip of the stylet. A kink in the core wire coincided with the kink in the polyimide tubing. The kink was located between the 2nd and 3rd magnets from the proximal end of the magnet column. The conductive epoxy was visible at the distal tip of the stylet, which indicates that the stylet was complete and intact. It was reported that the damaged was observed after the catheter was trimmed and the stylet was reinserted into the catheter. Due to the evidence of manipulation of the stylet within the catheter, it is possible that the stylet was damaged from handling; however, the exact cause of the damage and could not be determined. A review of the manufacturing records showed no evidence that the reported damage was caused by the manufacturing process. A lot history review (lhr) of redn3899 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn3899 showed no other similar product complaint(s) from this lot number.

Event description:
5 cm from the tip of the stylet there is a kink. Note that the stylet was withdrawn enough when cutting the catheter. On (B)(6) 2019 - the alleged damage was noticed after the catheter was trimmed and the stylet was forwarded inside the catheter and came out at the trimmed end.